Event description:
The customer reported that his insulin pump appears to be damaged and was not delivering insulin. The caller mentioned that after coming home from the hospital, the insulin pump alarmed low battery then off no power after placing a new battery and programming a bolus. The customer also reported being hospitalized due to high blood glucose of 1472mg/dl, and she was instructed to treat manually with short and long term insulin until a resolution has been reached with the insulin pump and to follow up in two weeks. The caller mentioned that the insulin pump has been dropped and there are cracks near the display window. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with off no power alarm after battery change due to power connector on the battery tube not plugged in properly. Further testing could not be performed due to the off no power alarm. The device had cracked and bleeding lcd glass, cracked display window corner, scratched screen, cracked battery tube threads and cracked reservoir tube lip.